Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
I was reported that at a six-month follow-up, non-sustained oversensing were found upon interrogation, due to post paced t-wave oversensing. Programming changes were discussed and were made. The patient was in stable condition before during and after the interrogation.